Manufacturer narrative:
Concomitant products : dtba1d1 crtd implanted: (B)(6) 2016. Product event summary : the distal segment was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had low pacing impedance. The lead was explanted and not replaced. After the lead extraction procedure, an inner insulation breech was observed with low pacing impedance and no capture. The breech was not present pre-procedure; it was speculated the damage was caused during the extraction of the right ventricular lead. No patient complications have been reported as a result of this event.